Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room complaining of increased shortness of breath and fatigue. After an echogram was completed it was found that the patient¿s ejection fraction (ef) had dropped significantly in the past few months. After viewing the device interrogation data, it was found that the leadless implantable pulse generator (ipg) was eighty five percent ventricular paced and that the high right ventricular (rv) pacing caused the drop in ef and cardiomyopathy. The physician decided to upgrade the ipg to a biventricular implantable cardioverter defibrillator (ICD) and the leadless ipg was turned off. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.